Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels. At the time of the call customer¿s bg level was 234 mg/dl, however, customer declined to provide additional bg values. Customer alleged the pump to be the cause for ongoing elevated blood glucose levels. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.